Event description:
An eye care practioner reported that a consumer called into their office with complaints of facial redness and difficulty breathing after insertion of focus dailies contact lenses on 2nd and 3rd day of use. Symptoms resolved 15 minutes after lens discontinuation. Consumer has known history of allergy to pistachio nuts and nine year history of contact lens wear with different brand. No further info has been provided.

Manufacturer narrative:
As there was no product returned or lot info provided, no detailed investigation can be performed.